Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly tilted drive support disk. Unable to verify a33 alarms due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. All operating currents are within specification. However, the insulin pump passed displacement test, self-test, off no power test and a21 error test. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 135 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they tried to fill the tubing but it would not register in the amount of insulin they put in. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.